Manufacturer narrative:
Product analysis: part # 2161001, lot # nm18g004 visual and optical inspection revealed the entire threaded tip of the instrument has been broken off, only a half thread remains. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via the manufacturer representative regarding an event that occurred during l3/4 dlif procedure in a patient diagnosed with l3/4 degenerative symptoms. It was reported that the shaver broke and while tamping the implant into the disc space, inadvertently caused the implant to become loose on inserter causing an over rotation of the inserter and caused damage. The shaver snapped when twisting. Patient did not have any injury / complication. Products will be returned and will not be replaced with the medtronic product in future.